Manufacturer narrative:
Concomitant medical product: dtba1d1 crt-d implanted: (B)(6) 2015.

Event description:
It was reported that left ventricular (lv) lead thresholds rose post-stent implant and the patient has since experienced shortness of breath, an increase in heart rate and trouble eating and sleeping. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.